Event description:
It has been reported to philips that the power switch on the wireless footswitch disconnected. The customer is currently using a wired footswitch. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, during a planned treatment the wireless footswitch power button came off and all of the leds on the footswitch were off. Philips concludes that the issue is most likely due to a mechanical failure of the footswtich. The procedure was completed using the wired footswitch. Philips has attempted to obtain patient information. However, the customer has not provided the requested information. The customer is currently using the wired footswitch instead of the wireless footswitch. Philips has initiated a field safety corrective action related to a connection failure of the wireless footswitch. At the time this complaint was received, philips did not have enough information to exclude this connection failure and as such the complaint was reported. Based on the investigation results, philips concludes that the complaint is not reportable. Codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.